Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: review of the black box data revealed evidence of unusual voltage fluctuation on (B)(6) 2017 resulting in low battery warnings and replace battery alerts. There was also evidence of partially discharged batteries being installed in the pump. On examination, there was moisture/corrosion behind the display lens. A battery cap was not returned with the pump for investigation; a test cap was able to secure properly to the pump and was used to complete the investigation. The pump powered on normally for investigation. The electrical current draws were evaluated and found to measure within the required specifications. The pump was exercised without duplication of a battery life issue. Investigation did not duplicate the battery life complaint. Moisture was confirmed inside the pump on the printed circuit board. Leak testing revealed moisture ingress into the pump at the site of a crack in the battery compartment. Investigation confirmed the alleged moisture in the pump. (B)(4).